Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. Attempts to retreive additional information is in process. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards implant patient registry received information a patient with a 33mm 7300tfx mitral valve implanted four (4) years, six (6) months, underwent valve-in-valve procedure due to stenosis. A 29mm 9600tfx transcatheter valve was successfully implanted inside the 33mm valve. Patient is alive. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional customer complaint. The information reported may or may not be related to the edwards device.

Manufacturer narrative:
The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient-related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, non-structural valve dysfunction (nsvd) may also play a role in the development of valvular stenosis. Stenosis is most commonly related to patient factors and is not usually an indication of a device malfunction. The most likely cause is patient factors, including hyperlipidemia (hld) and diabetes mellitus (dm).

Event description:
Edwards received information a patient with a 33mm 7300tfx mitral valve implanted four (4) years, six (6) months, underwent valve-in-valve procedure due to stenosis. Patient presented with heart failure, shortness of breath, orthopnea, and le edema. A 29mm 9600tfx transcatheter valve was successfully implanted inside the 33mm valve. Patient is alive.